Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: implant date n/a; explant date n/a h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was no video detected. The software was not displaying on the main cart and the camera cart was saying please contact your it administrator. Troubleshooting was performed. The software was displaying on an external monitor, but not the medtronic monitors. The camera was working. They hard restarted. The system turned on as expected with the software displaying on the medtronic monitor. Then it would not connect to the boom. Technical services (ts) suggested disconnecting from the external monitor and then reconnecting and logging in and out of the software, but they did not do that.